Event description:
It was reported the right ventricular lead was replaced due to a fracture, oversensing, and inappropriate therapies. The lead integrity alert had been installed and was triggered by the lead's performance. The physician suspected clavicular crush. A new lead was attempted but implanted as the screw would not extend. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed the impedance trends were steady. The lifetime ventricular sensing integrity counter is 1230 and all but 51 of these counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. (B)(4): the lead helix disengaged from helical channel. Blood/body fluid was present on the distal conductor, and in/on the helix mechanism. The full lead was returned for analysis.

Event description:
It was reported the right ventricular lead was replaced due to a fracture, oversensing, and inappropriate therapies. The lead integrity alert had been installed and was triggered by the lead's performance. The physician suspected clavicular crush. A new lead was attempted but implanted as the screw would not extend. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the (B) (4) lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed the impedance trends were steady. The lifetime ventricular sensing integrity counter is 1230 and all but 51 of these counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.